Event description:
The catheter was being placed via the introducer needle with peel away sheath. When the sheath was peeled away, approximately 1 cm of the sheath remained in the patient. The patient later presented with a small lump near the insertion site and an ultrasound revealed the piece of sheath. The piece was removed during another surgery that was previously planned.

Manufacturer narrative:
Device was not returned for evaluation.